Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had an issue in opening and releasing the cubie. A field service engineer (fse) found that the drawer was not sensing itself as open when it was. Fse then replaced the latch/sensor and was able to open the cubies correctly. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer encountered a position sensor failure in cab 01, drawer 12. The issue occurred when attempting to issue entresto 24 -26 mg tablets from bin 12-07. The drawer opened normally, however, the cubie failed to open. In tester mode, with the drawer open, the system returned a cubie exposed false result, indicating a faulty drawer position sensor. The staff were able to manually retrieve the needed item and planned to complete the issue transaction later once repairs was performed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.